Event description:
Pt was revised to address loosening of the tibial tray and poly wear of the insert. The surgeon suspects that the pt had an early post-surgical tibial fracture that went untreated.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. Prod info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about reported event; however, provided info indicates a pt early post surgical tibia fracture that went untreated was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.